Event description:
It was reported that during the procedure in an unspecified vessel, during deployment of the 3.0x28 rx xience v stent, the balloon ruptured at 10 atmospheres. The delivery catheter was removed from the anatomy without difficulty. The stent was fully apposed to the vessel wall and no further intervention was required. There was no significant clinical delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The xience v stent delivery system was not returned for analysis which may have aided in the investigation and determination of cause. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. There was no report of any leak or damage to the sds noted during preparation for use, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. The patient anatomical information was not received with the case information which may have aided in the investigation. It is possible that the balloon material was damaged (scratched) during interactions with the accessory devices/lesion such that the balloon ruptured during inflation at 10 atmospheres. A conclusive cause could not be determined. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence and implant date as it was reported to have occurred at the end of (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.